Event description:
It was reported that the ceramic tip broke off in the patient but the tip was fished out.

Event description:
It was reported that the ceramic tip broke off in the patient but the tip was fished out.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The unit was visually inspected without magnification. A tip breaking (chipped ceramic) condition was confirmed. The rest of the electrode was visible inside the ceramic tip. Scratch wear marks were observed on insulation. The insulation was damaged only on the front (electrode facing forward). No visual wear marks were observed on the sides or back of the probe¿s insulation. Review of the device history record of the reported lot number was reviewed. The review disclosed no discrepancies that could contribute to this condition. The wear marks are indicative that the unit could have been used to displace bone, excessive torque forces could have been applied or the unit could have been scrapped against a rigid object: instrument, hard tissue and/or bone which could have resulted in the reported damage of the tip. A possible user related (misuse) contributor cannot be ruled out based on the unit¿s visual inspection, which indicate that the unit was extensively used during surgery for cutting. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.